Manufacturer narrative:
Originally reported issue is both an adverse event and product problem corrected to adverse event. Describe event or problem: additional information/correction - it was further reported there was no damage to the synergy stent as previously reported. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-00350. It was further reported there was no damage to the synergy 3.0x38mm stent as previously reported. The event has been updated and corrected below: on (B)(6) 2014 - the physician implanted an omega 2.5x20 stent in the distal right coronary artery (rca). After implanting the omega stent the physician proceeded to stent a synergy 3.0x38 stent at the proximal rca with a gap of about 30mm between both stents. The synergy stent was ¿shoved¿ in and then pulled back and stented from the ostial rca. On (B)(6) 2014 - the patient came back and complained of chest pain and experienced an acute myocardial infarction. The physician taking over the case noticed on the angiogram the proximal end of the omega stent was cringed. Therefore, a promus premier 3.5x38 stent was implanted to cover the gap from the distal end of the synergy 3.0x38 stent to the cringed end of the omega stent, overlapping both stents. No patient complications were reported and the patient status is stable.

Event description:
It was reported that post a stenting procedure, stent deformation occurred. (B)(6) 2014 - a 3.0 x 38mm synergy stent was implanted in the mid left anterior descending artery (lad). (B)(6) 2014 - the patient returned for an angiogram, when the physician noticed there was deformation at the proximal end of the previously placed stent (3.0 x 38 synergy). The physician treated the deformation with the implantation of a 3.0 x 28 promus premier stent. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the reason for the angiogram in (B)(6) 2014 was the result of the patient experiencing an acute myocardial infarction.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).